Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a knee meniscal repair the novostitch pro meniscal repair system presented a break on the upper jaw and could not be manipulated. Non-significant surgical delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The device did not break and will not likely cause or contribute to death or serious injury nor necessitate medical or surgical intervention. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during a knee meniscal repair, the upper jaw of the novostitch pro meniscal repair was not working, it could not be manipulated. Non-significant surgical delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.